Manufacturer narrative:
(B)(4). The customer did not send the device to baxter for evaluation. Therefore, the reported condition could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4) - a batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.

Event description:
Baxter received a report with one infusor no flow issue. It is unknown with what drug the device was filled with. There was patient involvement however no patient injury or medical intervention was reported. No additional information.